Event description:
Caller reported malfunction on the pump. There was no adverse impact to customer¿s blood glucose level. Customer received replacement pump from cts and planned to use multiple daily injections (mdi) as backup therapy. Cts confirmed shipping address and instructed customer on steps to follow upon receiving replacement pump, including returning defective pump within ten days.